Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the therapy connector assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's case is cracked. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the therapy cable cannot latch into place on the device. As a result, defibrillation would not be able to be delivered, if it were necessary.